Event description:
Pt transported by ambulance to ER from rehab center. PICC "broken" off at catheter/taper to wings junction. No evidence of catheter embolization by x-ray. PICC replaced in opposite arm. Only pigtails, junction and break off at 50cm avail.